Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the no image issue occurred during installation involving an olympus colonovideoscope. The customer suspected that the no image issue was caused by broken optical fibers. There was no patient involvement.